Manufacturer narrative:
This follow-up MDR is being submitted to correct information provided in a previously submitted MDR. Information confirming that the device was returned to the manufacturer for investigation was omitted from the prior report. Section d9 has been updated to reflect that the product was returned to the manufacturer for investigation. H6 type of investigation code was updated.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the cause of the out of specification purge pressure accuracy on ic11461 during pm was a purge pressure sensor malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during preventive maintenance performed as part of service and repair activities, an automated impella controller (aic), identified as console ic11461, failed the purge pressure test at multiple setpoints. The purge pressure measured 852 mmhg at the 800 mmhg setpoint and 1662 mmhg at the 1650 mmhg setpoint, which were reported to be out of specification. Troubleshooting was performed and the purge pressure sensor was replaced. Following replacement, the purge pressure measured 795 mmhg at the 800 mmhg setpoint and 1633 mmhg at the 1650 mmhg setpoint, which met specification. The console was reported to have tested properly and was cleared to be returned to the customer. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.